Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via clinical study regarding a patient receiving unknown baclofen 100 0mcg/ml for a total dose of 172mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported the abdominal pump site had an area of the skin thinning with no leaking, but not broken down. It was noted this was aspirated with only serum. No infection was noted, but erosion from pregnancy by pressure pushing the pump against the skin. On (B)(6) 2018 examination revealed translucent skin erosion, no infection. The outcome of the event was noted as ongoing. The event required prolonged or in-patient hospitalization. Interventions included the pump was explanted/replaced on (B)(6) 2018 and returned to manufacturer. Other surgical intervention on (B)(6) 2018 included a catheter revision. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. Other etiology included translucent skin erosion at the pump site. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter was returned, and analysis found no significant anomaly (pump connector damaged at explant). H6: all previously reported method and result codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was thinning of skin at the pump site. The incisional site/device tract was pump pocket. It was noted the erosion from pregnancy by pressure pushing the pump against the pump site. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. No further complications were reported.